Manufacturer narrative:
Manufacturing site: could not be identified as the lot information was not available. Single importer exemption # e2015028. The importer report number used for this report was generated from the importer registration number, current year, and sequential number that matches the manufacturer report number. Attempts were made to obtain complete event details, as well as patient and device information; the physician commented that there was no patient effect. The microcatheter was returned to the manufacturer. The returned microcatheter was found fractured at approximately 2mm to the distal end. The detached tip fragment was returned, fixed on a plastic tape. In the proximity of fracture of the catheter distal end, there was a scratch mark in the longitudinal direction as well as cracks indicating resin stretch due to the tensile stress in the circumferential direction. At the fracture site, a trace of ductile fracture of the resin was recognized. A similar scratch mark in the longitudinal direction was also found on the detached tip fragment. Investigation of the production records for the device could not be performed as no lot information was available. Based on the obtained information and investigation results, it is presumed that this was a ductile fracture caused by stretching the catheter tip resin after tensile stress was applied at the time of withdrawal while the catheter distal tip had been trapped in a heavily calcified cto lesion. Although the lot history review could not be conducted, there was no indication of product deficiency since all the shipped products had been inspected in the production process and satisfied the product specifications and release criteria. Although the tip fragment was retrieved and the physician commented that there was no patient effect, this is considered reportable as one cannot completely deny the possibility that a fragment remains inside the patient anatomy. IFU states: [contraindication] do not use this microcatheter in advanced calcified lesion; [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); [warning] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.); and, [malfunctions and adverse effects] separation.

Event description:
Reportedly, during a pci, the tip of the catheter was separated from the catheter when being withdrawn from a heavily calcified cto lesion. The separated tip was retrieved with a snare.